Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the red clamp line of the homechoice cassette that led to this alarm. The patient had closed all clamps and disconnected. Renal therapy services (rts) instructed the patient to contact their nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.